Event description:
It was reported that the patient presented in clinic for routine follow-up. Initially, the implantable cardioverter defibrillator was able to connect to the programmer. However, the screen went blank and a connection could not be established with the device and it could not be interrogated. Attempts with other programmers were also unsuccessful. It appeared that the device was at end of life. On (B)(6) 2017, the patient presented for device change out. Upon interrogation, the device was able to communicate with the programmer and it displayed a longevity of over three years. The physician proceeded with the procedure due to suspected battery issue. The device was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of a telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.